Event description:
The hcp reported that a volume discrepancy was noted during last refill. The expected reservoir volume was 9 ml; the actual reservoir volume was 32 ml. The catheter was examined under xray and no catheter kink was noted. A study was not performed. No adverse pt event was reported. Follow-up info is not available.